Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of four reports involved with this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679 and 9616099-2014-00680. Complaint conclusion: as reported by the affiliate, there was stenosis at the end of the stent and restenosis in the placed stent were found. The lesion was treated by pta (poba and stenting). The intended procedure was a pta of a target lesion that was located in the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. The length and reference diameter of the lesion were unknown. On (B)(6) 2013, an 8x100mm smart control and a 10x60mm smart control stents were placed in the target lesion without any issue. The stents were implanted with good wall apposition and it covered healthy tissue to healthy tissue. The stents were not overlapped and there was no distal disease left untreated. It is unknown if the stents were post-dilated and residual stenosis rate is unknown. It is unknown if the patient was taking anticoagulant medications after discharge and if the patient was compliant with regimen. About 4 months later, stenosis was found at the end of the one of the stents and restenosis was found in the placed stents. The rates of the stenosis in both locations were unknown. It is unknown if a thrombus was in the lesion at this time. The lesion was treated by pta (poba and stenting) with an unknown balloon and stent. The residual stenoses after treatment were unknown. A vessel dissection did not occur during treatment. About six days later, it was reported that the patient partially recovered, and the residual complications were unknown. The patient was in stable condition after the treatment. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4). The device remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15721497 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) and arterial stenosis are associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the DHR and information reported, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the affiliate, there was stenosis at the end of the stent and restenosis in the placed stent were found. The lesion was treated by pta (poba and stenting). The intended procedure was a pta of a target lesion that was located in the superficial femoral artery. The lesion was not calcified and tortuous. The rate of stenosis was 100%. The length and reference diameter of the lesion were unknown. On (B)(6) 2013, an 8x100mm smart control and a 10x60mm smart control stents were placed in the target lesion without any issue. The stents were implanted with good wall apposition and it covered healthy tissue to healthy tissue. The stents were not overlapped and there was no distal disease left untreated. It is unknown if the stents were post-dilated and residual stenosis rate is unknown. It is unknown if the patient was taking anticoagulant medications after discharge and if the patient was compliant with regimen. About 4 months later, stenosis was found at the end of the one of the stents and restenosis was found in the placed stents. The rates of the stenosis in both locations were unknown. It is unknown if a thrombus was in the lesion at this time. The lesion was treated by pta (poba and stenting) with an unknown balloon and stent. The residual stenoses after treatment were unknown. A vessel dissection did not occur during treatment. About six days later, it was reported that the patient partially recovered, and the residual complications were unknown. The patient was in stable condition after the treatment. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4).

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 8x100mm smart control stent, catalog # c08100ml, lot # 15681113. Unknown treatment balloon and stent. (B)(6). (B)(4). This is one of four reports involved with this patient and the associated manufacturer report numbers are 9616099-2014-00677, 9616099-2014-00678, 9616099-2014-00679 and 9616099-2014-00680.